Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the current complaint sample was manufactured prior to the supplier corrective actions. Added: d4 (lot #), h4 corrected: h3 and h6 (clinical code).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During case the femoral sizer and the femoral posterior referencing femoral rotation guides were not going together easily. Then once we got it on it was extremely difficult to take off. Had to use a hohman to remove the femoral rotation guide.